Manufacturer narrative:
(B)(4). A maquet service technician has been sent for investigation. The failure was not reproducible. The device has been troubleshooted and inspected. Plug connections at the sprintercard were checked up and it worked fine. The battery life of the old akku was tested and it can run for 90 minutes like it should. Akkupack renewed 24 hours test run without detection. As a preventive action the akkupack was exchanged. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed as this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). During patient use the device stopped without warning. The device did not start so they used hand cranked until a new rotaflow was exchanged. No harm to the patient was reported.